Manufacturer narrative:
Batch review performed on 27 november 2020: lot 081216: (B)(4) items manufactured and released on 18-jul-2008. Expiration date: 2013-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016. Additional item involved in the event: gmk-primary 02.07.0034rp patella resurfacing size 2 (k090988) lot. 113369. Batch review performed on 27 november 2020: lot 113369: (B)(4) items manufactured and released on 15-nov-2011. Expiration date: 2016-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016.

Event description:
The patient had a primary knee surgery on (B)(6) 2012. On (B)(6) 2013, the patient came in for reasons unknown and had the tibial insert std fix s.3 / 12 mm revised to a tibial insert std fix s.3 / 10 mm. The surgery was completed successfully. On (B)(6) 2020 the revised the patient knee due to pain due to a loose patella implant and instability. The surgeon revised the patella and the tibial insert std fix s.3 / 10 mm with a insert u.c. 12mm s3. The surgery was completed successfully.